Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation / bruising on the left side, under the garment. There was no alleged device malfunction contributing to the irritation. Patient confirmed that his physician recommended applying lotion to his skin. Follow up indicated that the lotion is helping with the skin irritation.